Event description:
Sorin group (B)(4) received a report from a clinician in (B)(6) that they have been experiencing air entrainment in the venous cannula via the connector. There was no report of patient injury.

Manufacturer narrative:
Sorin group received a report that air entered the circuit through the venous cannula during use. There was no report of patient injury. Ten dual stage venous return cannulae, all manufactured by (B)(4), were returned to sorin group USA for evaluation. The returned cannulae were subjected to visual inspection and no defects were found. Measurements of the inner diameter were taken for 3 of the returned cannulae and it was found that the devices were out of specification at the location of the connector attachment. Through manual manipulation, the connector could be disconnected on each of the devices. Of the returned product, one cannula was subjected to simulated use testing. During testing, no air was observed entering the cannula until the tubing to connector interface was manually manipulated, at which point air was seen being pulled through the connection. Three sorin group built cannula (lot #1507100117) were pulled from inventory and subjected to the same testing as the returned device and no air was drawn into these cannulae, even when the connection was significantly manipulated. The cause of this issue was identified to be out of specification tubing. The tubing was over-stretched when the cannulae were assembled by (B)(4). (B)(4). Sorin group USA manufacturing has implemented process improvements for stretching this tubing. All process changes have passed validation testing by sorin group USA prior to implementation and product release. There have been no reports regarding air entrainment against venous return cannula that was manufactured by sorin group USA. Sorin group has established a CAPA, (B)(4), to further evaluate this connection point.

Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) received a report from a clinician in (B)(6) that they have been experiencing air entrainment in the venous cannula via the connector. There was no report of patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.